Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a hardware low level failures and sound of the insulin pump was not working. The customer's blood glucose level was 140 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the error occured after completion of the self test. The insulin pump will not be returned for the analysis.